Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera is really hot at the end of the case.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain. The technical service report indicates: summary of evaluation: inspection and testing summary: upon receipt, the 1588 camera head was subjected to a comprehensive inspection and full functional testing in accordance with standard quality assurance procedures. Visual inspection: no physical damage, contamination, or abnormalities observed. Connectors and housing found in good condition. 1quality inspection procedure (qip): full qip performed as per standard protocol. All parameters met specification. Result: pass leak test: leak integrity verified to specification limits. Result: pass soak test: camera head connected to scope and powered continuously for 4 hours under normal operating conditions. Temperature monitored throughout the test duration. No abnormal temperature rise detected; camera head remained within normal operating temperature range. Findings: no faults found during testing. Camera head operates as per manufacturer¿s specifications. Unable to reproduce customer¿s reported issue of overheating. Note: camera head did not enter the workshop with a coupler. Probable root cause: ccu design, fan, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera is really hot at the end of the case.